Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 310 mg/dl. The customer took a manual injection to stabilize bg level. The customer reported that the pump makes a clicking noise during basal delivery and sounds louder during bolus and is having trouble sleeping. During troubleshooting with tandem technical support, a system check was performed and indicated that the pump was functioning as intended. The customer stated to be under stress and elevated bg level could also be related to hormonal changes.